Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Boston scientific crm received information that this device indicated 1 year of longevity remaining. 6 months later, a stress test was being performed and the patient's heart rate would not increased. It was determined the device had tripped end of life and was programmed vvi 50. No adverse patient effects were noted.

Event description:
Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were reported.